Manufacturer narrative:
The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. During manufacturing of the sapien 3 ultra valve, the sapien 3 ultra valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3u, device preparation manual, procedural training manual and no IFU/training deficiencies were identified. The procedural training manual provides guidance on during delivery system insertion through sheath, correctly orient the delivery system and check the position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. In expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. No IFU/training deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was unable to be confirmed due to no device or relevant imagery was provided for evaluation. No potential manufacturing non-conformance were identified. Review of the DHR, lot history and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, ''the patient had very tortuous peripheral anatomy fellow had difficulty advancing valve in sheath. Attending took over and with difficulty advanced the valve through the sheath. When the valve exited the sheath, it was observed a strut had been bent back and was exposed''. Per the training manual, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.'' Vessel tortuosity can create a challenging pathway during delivery system insertion through the sheath, resulting in high resistance and push force. So, if excessive force was applied to overcome the resistance, the valve struts could interact and catch within the sheath resulting in reported bent strut. These patient conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive manipulation) may have contributed to the reported frame damage. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the exact cause of the annular rupture is unknown but patient factors and/or procedural factors (device manipulation) may have contributed to the event. In this case, despite the bent strut, the valve was deployed. Initial valve deployment with -1cc resulted in pvl; however, after post-dilated the valve to nominal volume, the annulus was ruptured. Although possible, without the procedural imagery, it is unable to confirm if the bent strut contributed to the annular rupture. Additionally, it was reported by the complaint site that the valve was oversized by 20%. Per IFU, incorrect sizing of the valve may lead to annulus rupture. Oversized valve can exert additional force onto the annulus leading to rupture. While a definitive root cause is unknown, it is possible that procedural factors (post dilation to the valve with bent strut, oversizing of the valve due to incorrect measurement) may have contributed to the annulus rupture. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated with valve frame damage. To address the issue, a corrective action preventative action (CAPA) was initiated to drive corrective actions. The valve from this complaint event was manufactured prior to corrective action. The CAPA has been initiated to capture further investigation and corrective/preventative action activities associated with insertion of the commander delivery system with s3u through the esheath resulting in frame damaged.

Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Event description:
As reported, during the procedure of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the patient had very tortuous peripheral anatomy and had difficulty advancing the valve in the sheath. When the valve exited the sheath, it was observed a strut had been bent back and was exposed. It was decided to move forward with deployment and the valve was deployed. Echocardiogram revealed paravalvular leak (pvl) and a post-dilation was performed. After the post-dilation, a ruptured annulus with bleeding into the pericardium was noted causing the blood pressure to drop requiring pericardiocentesis. The patient was stable.